Event description:
It was reported that an issue involving an arm4 fault occurred multiple times without further information available. Troubleshooting began with inspecting system logs, where multiple instances of error 1162 magnetic cannula sensor fault for universal surgical manipulator (usm) 4 were found. Assistance with troubleshooting was limited, as no additional details about the fault's occurrence could be provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The error was confirmed in the field logs but not replicated during testing. The unit was installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. The usm was then installed onto a golden system and functioned as expected and was able to power cycle 5 times with no errors. Upon visual inspection, no issues were found that would be related to the reported event. Failure analysis identifies that a faulty axes controller spar connector #2 (acsc2) would be the potential root cause of the reported event.